Event description:
An abstract was written in the japan endovascular treatment conference 2022 regarding the use of a cook coda balloon catheter. A cook sales representative met the author of the abstract and reported the following: the patient had history of a prior aortic ascending arch replacement to a type a acute aortic dissection. A classic aortic dissection (false lumen, patent type) of the descending thoracic aneurysm due to residual dissection was observed. On (B)(6) 2021 the patient underwent thoracic endovascular aortic repair (tevar) and stent assisted balloon induced intimal disruption and relamination (stabilise) to repair to address the dissection. The physician placed a cook zenith tx2 taa endovascular graft proximal component (rpn: zteg-2p-34-202-pf-d , lot number e4024311) and a cook zenith tx2 taa endovascular graft taa ancillary component distal extension (rpn: esbe-40-81-t-pf-d, lot number e3770817) from the distal aortic arch. Then a cook zenith dissection endovascular stent stent (rpn: gzsd-36-82-2, lot number e3923335) and a zenith dissection endovascular stent stent (rpn: gzsd-46-164-2 , lot number 4058599) from the distal aortic arch to the aortic bifurcation. A cook coda balloon (rpn:coda-2-10.0-35-120-40 , lot 13816918) was expanded in the true lumen of the aneurysm from the proximal end to the distal end for intimal disruption. The abdominal aorta ruptured due to overdilation and the patient went into a shock state. The physician promptly blocked the aorta with a coda balloon above the renal artery. The false lumen was unable to be identified due to dilation so the physician placed a competitor's bare graft inside the the cook zenith dissection endovascular stent (tx-d bare stent) from just below the renal artery. The patient's blood pressure stabilized a contrast computed tomography (CT) examination the day after the tevar revealed an increase in the pseudoaneurysm due to type ia endoleak. The patient underwent additional treatment with n-butyl-2-cyanoacrylate (nbca) embolization. After the embolization procedure, the patient experienced respiratory failure due to acute respiratory distress syndrome (ards) and required treatment with extracorporeal membrane oxygenation (ECMO). The patient recovered and was discharged from the hospital 23 days after the procedure. One year after the procedure, no endoleak was present in the thoracic aortic aneurysm and the false lumen had completely disappeared. The physician reported that the stabilise treatment was effective in this case. The physician was aware of the off-label use and technical error while ballooning as well as the risk of vessel damage. The event drew attention from the physician to the importance of observing the behavior of the coda balloon and over expansion.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation on 12jun2022 cook became aware of a report regarding the complaint device coda balloon catheter rpn: coda-2-10.0-35-120-40 lot: 13816918. The reporter stated that the abdominal aorta ruptured due to overdilation. The issue was reported by (B)(6) hospital in japan. The aorta was stented to successfully treat the patient. Reviews of documentation including the device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU [t_codalp_rev3] states the following in consideration of the reported failure mode: intended use "the coda and coda lp balloon catheters are intended for temporary occlusion of large vessels, or to expand vascular protheses." Warnings - "do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over inflation of balloon may result in: -- damage to vessel wall and/or vessel rupture. -- rupture of balloon. - do not use a pressure inflation device for balloon inflation. - do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. - when used to expand a vascular prothesis, the balloon radiopaque markers should remain within the prosthesis." Potential adverse events - "vessel dissection, perforation, rupture or injury¿ instructions for use balloon preparation - "note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. - 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen b. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock." Balloon introduction and inflation - "2. Advance the balloon catheter over a pre-positioned .035 inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. -- note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. -- caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to the vessel wall and/or vessel rupture. - 3. Under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Caution: if the coda or coda lp balloon catheter is being utilized to expand a vascular prothesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prothesis. - 4. Inflate balloon with standard 3:1 saline and contrast mixture using 20 cc or larger syringe. Adhere to the recommended balloon inflation volumes.¿ based on the available information, no device return, and the results of the investigation, cook has determined unintended use error in addition to patient condition contributed to the reported failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.